Manufacturer narrative:
(B)(4). The 950a81 adult ventilator dual heated circuit kit is not sold in the USA but it is similar to a product which is sold in the USA. The 510(k) for that product is k122432. We are currently in the process of investigation. We will provide a follow-up report upon completion of our investigation.

Event description:
A healthcare facility in (B)(6) reported via a fisher & paykel healthcare (f&p) field representative that the expiratory limb of a 950a81 adult ventilator dual heated circuit was cracked. It was reported that the hospital staff suspects the damage occurred while changing the circuit, after 7 days of use, either during extubating or reintubating the patient. There was no reported patient consequence.

Manufacturer narrative:
(B)(4). The 950a81 adult ventilator dual heated circuit kit is not sold in the USA but it is similar to a product which is sold in the USA. The 510(k) for that product is k122432. Method: the complaint 950a81 adult ventilator dual heated circuit kit was not received at fisher & paykel healthcare. Our investigation is thus based on the information and photograph provided by the customer, and our knowledge of the product. Results: visual inspection of the photopgrah provided by the customer confirmed that the elbow connector of expiratory limb of a 950a81 adult ventilator dual heated circuit was cracked. Conclusion: without the complaint device, we cannot conclusively determine the cause of the reported failure mode. All 950a81 adult ventilator dual heated breathing circuits are 100% leak tested during production, and those that fail are rejected. The subject 950a81 breathing circuit met the required specifications at the time of production. The user instructions which accompany the 950a81 adult ventilator dual heated circuit kit illustrate state the following: - "perform a pressure and leak test on the breathing system before connecting to a patient." - "check all connections are tight before use." The user instructions also warn the user: "set appropriate ventilator or flow source alarms to monitor therapy delivery." "Do not clean or sterilize this product. Avoid contact with chemicals, cleaning agents, or hand sanitizers."

Event description:
A healthcare facility in australia reported via a fisher & paykel healthcare (f&p) field representative that the expiratory limb of a 950a81 adult ventilator dual heated circuit was cracked. It was reported that the hospital staff suspects the damage occurred while changing the circuit, after 7 days of use, either during extubating or reintubating the patient. There was no reported patient consequence.